Manufacturer narrative:
Supplemental submitted to indicate that the account did not identify the unit involved in the alleged incident, and therefore, the unit was not evaluated by the manufacturer. It was confirmed with the account that no additional information was available and that nothing was needed from the manufacturer. Unit was not identified or made available for evaluation.

Event description:
It was reported by the customer that the mattress was loosing air and a patient allegedly incurred red spots on their buttocks area. The customer alleged that the patient required medical intervention.

Event description:
It was reported by the customer that the mattress was loosing air and a patient allegedly incurred red spots on their buttocks area. The customer alleged that the patient required medical intervention.